Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the customer informed the technical support engineer (tse) that the stapler was trying to correct the angle that it was going in. The customer stated that the surgeon explained that he was using a sureform 45 curved tip on arm, 1 and the arm was overrated, and the surgeon felt like the stapler was trying to correct the angle he was going in at. The surgeon also explained to the rep that this also happened on arm 3 when the arm was not over rotated, and the staple was trying to correct the angle that it was going in at. The surgeon felt like a couple times the instrument was moving on its own and he didn¿t have control of the instrument. The tse viewed the error logs and saw a 31088 rfid error on universal surgical manipulator (usm) 1 and a 22020 sureform 45 curved tip failed to engage on arm 3. The customer was able to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting stapler was trying to correct the angel it was going in an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the customer who mentioned the port was not in the ideal position and the surgeon maxed out the arm rotation so the stapler couldn¿t reach. This was a user induced error. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler 45 curved tip instrument moved with unintuitive motion moved on it's own. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.